Manufacturer narrative:
The customer was sent replacement reagent. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron magnesium reagent cartridge was received broken and reagent had leaked out. The reagent lot number is z107215 which is not distributed in the united states however, they are the same cartridges and caps that are used in the united states. No injury or exposure was reported.